Manufacturer narrative:
H.6. Investigation summary: DHR was performed, quality notifications and maintenance records were checked for potential failure related records. The retain samples were evaluated, and it was possible to observe a deformation in the tip of the syringe which led to the difficulty of connection and consequent leakage. The 5ml cylinder is produced through the plastic injection process, where heated plastic material is injected into a mold to form the product. The investigation led us to the conclusion that the deformation presented in the region of the syringe tip was caused by the lack of cooling in the mold during the component extraction step. History of maintenance performed during the period tells us that the mold has been removed from the machine to eliminate water leaks and that there is a possibility of clogging or mixing of the hoses responsible for water distribution within the cooling mold. A condition simulation test was performed where it was possible to confirm the defect reported by the customer by eliminating cooling from the cooling cavity. As an action to mitigate the failure mode recurrence poka yoke has been implemented to reduce the risk of hose mixing according to maintenance note(B)(4) . H3 other text : see section h.10

Event description:
It was reported that leakage occurred during use with a syringe plastipak 5ml s/su. The following information was provided by the initial reporter, "the syringes are with burrs in the luer which causes the medication leakage as the needles are not properly fixed." Information received by email on (B)(6)2019 : there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin. There is 1 unit of the sample available (the customer informed that was observed 10 defective units, but only 1 was separated as sample, the rest was discarded)."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe plastipak 5 ml s/su. The following information was provided by the initial reporter, "the syringes are with burrs in the luer which causes the medication leakage as the needles are not properly fixed." Information received by email on (B)(6) 2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin. There is 1 unit of the sample available (the customer informed that was observed 10 defective units, but only 1 was separated as sample, the rest was discarded)."